Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: customer stated the system would not power up. The customer biomed plugged in system and charged the batteries. A getinge field service engineer (fse) observed the system and could not duplicate error. The unit was fully functional and the batteries were charged at the time of arrival. The log did indicate the system was unplugged and running on battery at the time of the service call. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6).

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.